Event description:
Reportedly, upon firing the instrument, it did not fire the staples. After cutting out the specimen and removing the device, it was discovered that the staples did not penetrate the rectum. There was enough rectum remaining to get a second instrument across. No reported bleeding or ill-effects to the pt. Pt status reported as recovered. Sex: male. Procedure: lar.